Manufacturer narrative:
Tw (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure using vasoview hemopro 2, they stated that when inserting the hemopro jaws into cannula they noticed the silicone covering of jaws looked loose. Nothing detached from the devise, and/or was left inside the patient. They removed the hemopro and opened another kit to finish case. There was no delay. There was no patient harm.

Manufacturer narrative:
Trackwise # (B)(4). Updated fields: b4, d4 - lot#, d9, g3, g6, h2, h3, h6((type of investigation, investigation findings and investigation conclusions), h11. Corrected field- d4 - UDI #. The device was returned to the factory for evaluation on 01/22/2025. An investigation was conducted on 01/30/2025. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed on both devices. There were no visual defects observed on the intact cannula or intact c-ring. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. There were no visual defects observed on the intact heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was not confirmed. The lot # 3000431247 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failure. ¿specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.¿